Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a continu-flo set with 3 injection sites in which the "regulator clamp will not allow fluid to run unless fully open, when not running through a pump." The process step is not specified. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.